Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. According to the reported incident, the patient developed aseptic meningitis, and aseptic meningitis is caused by a virus instead of a bacteria, which is why the condition is also known as viral meningitis. About half of all aseptic meningitis cases are caused by common seasonal viruses in the late summer and early fall. In rare cases, other conditions can lead to aseptic meningitis. These include: fungal infection, syphilis, lyme disease, tuberculosis, drug allergies, inflammatory diseases. Furthermore, the instruction for use (IFU) disclose that the manufacturing process of duragen meets USA and european standards for animal tissue sourcing, handling, and inactivation of viruses and transmissible agents. In addition, it provides information about the contraindications for use. The patient¿s medical history is unknown for allergies, but the IFU also states that the use of the product is contraindicated for patients with a known history of hypersensitivity to bovine derived materials. Based on the facts mentioned above, it could be concluded that the condition the patient developed after the surgery is unrelated to the use duragen product. At this point of the investigation, it is determined that the most probable root cause for the development of aseptic meningitis could be related to a seasonal virus or patient hypersensitivity to bovine derived materials.

Event description:
A physician reported that asceptic meningitis was observed 11 days after duragen (id3301i) was implanted. Duragen was implanted on (B)(6) 2021 and was removed on (B)(6) 2021. It was used with fibrin glue. An unspecified medicine was administered and upon re-evaluation, the patient's meningitis was completely cured.